Event description:
The pt's mother reported the pt experienced elevated blood glucose (value not provided) for two months when using a newly filled insulin cartridge. The pt's blood glucose is decreasing by bolusing through the infusion device. The mother believes the infusion device does not correctly deliver the basal rates. She also believes that the infusion device does not properly display e4 (occlusion) error and e6 (mechanical) error. The pt's normal blood glucose range is 6-7 mmol/l (108-126 mg/dl). The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.